Event description:
Introducer was inserted into patient. Arterial pressure drops were managed with noradrenaline. Additional dropping in arterial pressure was noted resulting in the nurse increasing noradrenaline. It was noted that the valve housing was cracked, and the noradrenaline was dripping into the bed instead of the patient. Introducer and swan-ganz catheter were exchanged. After a short time noradrenaline was increased again noticing that second introducer had cracked introducer and cath. Replaced.